Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7122842. Medical device expiration date: 2020-04-30. Device manufacture date: 2017-05-03. Medical device lot #: 7342715. Medical device expiration date: 2020-11-30. Device manufacture date: 2017-12-14. Medical device lot #: 8036971. Medical device expiration date: 2021-01-31. Device manufacture date: 2018-02-05. Medical device lot #: 7250624. Medical device expiration date: 2020-08-31. Device manufacture date: 2017-09-07. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with poor adherence of primary packaging losing sterility.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with poor adherence of primary packaging losing sterility. This was reported to have affected 300 packages. H.6. Investigation summary: DHR reviews: review of dhrs revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of these lots that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with poor adherence of primary packaging losing sterility. This was reported to have affected 300 packages.